Manufacturer narrative:
Correction: section b1-type of report - product problem was inadvertently not checked off in the initial report. Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05843. It was reported that the patient experienced ineffective stimulation due to high impedances. As a result, during an ipg replacement surgical procedure on (B)(6) 2023, surgical intervention was undertaken wherein the lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.